Event description:
Per the audiologist, the pt reported noise with the cochlear implant system. Exchanging the external equipment did not solve the problem. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with three open circuit electrodes. Reprogramming the sound processor with out these electrodes was recommended. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.